Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: unexplained power on reset observed in the black box on (B)(6) 2014. Battery compartment is cracked above the bumper pad. Battery compartment threads are stripped. Returned battery cap has stripped threads and is unable to fully attach to the pump; por¿s duplicated with returned battery cap. No pors occured when a new test battery cap was used. Cartridge cap was not returned; test cartridge cap used to complete testing. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found.